Manufacturer narrative:
On december 22, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2021, the mentor failure analysis lab received the device for evaluation. On january 7, 2021, photo re-evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. On january 8, 2021, physical device evaluation was completed. During the visual evaluation of the device, an area of missing material was observed on the anterior view, measuring 0.5 cm x 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On january 8, 2021, mentor became aware that b1 "adverse event" was mistakenly checked instead of b1 "product problem" under the initial submission. There were no patient consequences and it is a malfunction complaint as reported under initial report. The correct "product problem" box under field b1 has been selected in this report. Manufacturer¿s reference number: (B)(4). B1 "adverse event" was mistakenly checked instead of b1 "product problem" under the initial submission. There were no patient consequences and it is a malfunction complaint as reported under initial report.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the procedure was completed with catalog number 3543001, lot number 6646772 on the right side and with catalog number 3543001, lot number 6482145 on the left side. There were no patient consequences or additional information reported. Patient information and date of implantation was not provided due to personal information protection policy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na as intraoperative rupture. (B)(4).

Event description:
It was reported that 200cc mentor memorygel breast implant being used for a breast augmentation procedure ruptured intraoperatively. There were no patient consequences or additional information reported.